Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on several conductors (not obstructed), inner tubing kinked/buckled, the inner tubing was cut, the outer insulation was breached cut and there was apparent explant damage.

Event description:
It was reported that patient arrived at clinic for routine follow up for implantable cardioverter defibrillator check and it was found that the lead was dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.